Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable was damaged and the direction switch was not working. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling of the device by allowing the cord to come in contact with a sharp object. This was further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that there was a rip in the cable of the foot control device and wires exposed. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.